Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During pullback, nothing was displayed. It was noted that no air was removed during the preparation flush. The procedure was completed with another of the same device. There were no patient complications.